Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure and the reported alarms was isolated to an open wire between the distribution node (dn) and ECG b. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving check therapy pad messages.